Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a total hip arthroplasty, the acetabular liner inside the package did not match the label. Another liner was available to complete the procedure without patient injury or significant delay.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02784. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirmed the complaint as the box and product did not match. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a manufacturing error. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.